Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery, ophthalmic knives did not cut and patient experienced pain during the incision and no permanent injuries. Patient outcome was unknown.

Manufacturer narrative:
Additional information is provided in sections d.9. H.3. H.6 and h.11. Five opened knives, in blisters, with knife point coming out of the foam and making contact with the blister were received for the report of dull knives and pain. Samples were visually inspected and sample 2 and 5 were nonconforming, blade tip was observed to have a bent tip. Penetration testing could not be performed due to the damage of the sample. Sample 1, 3 and 4 were conforming. Penetration functional testing was then performed and found to be conforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The damage to the returned sample 2 and 5 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull knives and pain. The returned opened sample 1, 3 and 4 were found to be visually and functionally conforming, therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Samples 1, 3 and 4 met specifications, samples 2 nd 5 the exact root cause could not be determined, and a nonconformance investigation was completed to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample 2 and 5 is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information is provided in d.4 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.